Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic the patient experienced an infection at the implant site and was treated with antibiotics (type, date and duration not reported). The implanted device remains. The symptoms resolved and the patient resumed use of the device.